Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer did three separate result comparison's throughout the week, on different days. The first comparison the patient received the following results within 15 minutes: 30 mg/dl and hi mg/dl, which on the system indicates a result in excess of 600 mg/dl. The second comparison the patient received the following results within 15 minutes: 79 mg/dl and 500 mg/dl. The third comparison the patient received the following results within 15 minutes: 450 mg/dl and 140 mg/dl.